Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5093997. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, deformation device, brown particles and weigh to the spec. No other observation observed. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump has become painful; concern with the product; cd30+, alk- alcl.

Event description:
Health professional reported a right side "lump" and exchange of textured breast implants due to the patient¿s concern with the product. Patient reported "the lump has become painful" and that they "underwent a mammogram and a lump was found behind the breast implant." Additionally reported by patient and confirmed by hcp that patient was diagnosed with alcl; pathology has been received confirming the markers of cd30+ and alk-. Further reported from pathology was "right breast capsulectomy: dense fibrous capsule with dystrophic calcification." Device has been explanted.